Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for red heart alarms and pump stoppages. The patient reported that the events started about 0300 am, and the patient had to "jump start" the pump the first time it stopped (information clarifying this action was not provided). The pump stoppages reoccurred several times after that. The patient was asymptomatic. The system controller log file was reviewed and multiple pump stoppage events were captured that occurred both when connected to the power module and when connected to battery power. X-rays of the percutaneous lead revealed two areas of concern internal to the patient. A decision was made to exchange the pump on (B)(6) 2015 due to the pump stoppages. While in the or the pump reportedly lost communication and stopped completely. The pump was successfully exchanged.

Manufacturer narrative:
Multiple unsuccessful requests for the pump to be returned for evaluation were made. Without return of the explanted pump, a full evaluation of the event could not be performed; however, the reported event was confirmed through the analysis of a system controller log file that was provided for review. The system controller log file contained nearly constant low speed and low flow hazard alarms as the pump struggled to maintain the set speed. Several motor stops events were also captured. The pump power ranged from 0-29.2 watts. Based on the manufacturer¿s past experience and similar reported events, the constant hazard alarms and power elevations associated with the pump's inability to maintain the set speed could be indicative of damage to the percutaneous lead. X-rays of the percutaneous lead were reviewed and slight shield thinning was observed; however, these images were inconclusive for any compromises to the integrity of the percutaneous lead wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.